Manufacturer narrative:
The device subject of the event was not returned for evaluation. The user facility returned an unused disposable defendo a/w valve to medivators for evaluation. Medivators testing on the returned product could not duplicate the reported event; the returned device was found to be operating according to specification. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a disposable defendo suction valve was sticking which caused the endoscope to suction to the patient's mucosa causing the patient to experience minor bleeding. The procedure was completed with a separate suction valve. The patient's condition was reported to be stable.